Event description:
It was reported that 2 days after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. In 2004, the pt was admitted with chest pain. The angiography revealed the circumflex (cx) artery had a 95% eccentric lesion in the mid portion. A 6fr jl4 guide catheter was introduced and the left main coronary artery was cannulated. A 0.014 mm wisdom guidewire was placed distally in the cx. The lesion was pre-dilated with a 2.5 x 20 mm maverick balloon at 8 atms. The physician then placed a taxus express2 8.8% 3.0 x 24 mm drug eluting stent which was deployed at 16 atms. The post angiography revealed no residual stenosis. The pt received nitroglycerin injections, IV heparin, oral plavix, IV fentanyl and versed during the procedure. No complications were reported. The pt's medical plan was medical therapy with beta blockers, asa, plavix and statins and staged pci of the right coronary artery. Two days later, the pt returned with chest pain and st elevation in the inferolateral leads. Pt was diagnosed with a mid left cx full of thrombus and 99% stenosis. The physician dilated the original taxus stent with a 3.0 x 20 mm non compliant balloon at 18 atms for 1 minute. A dissection occurred at the proximal end of the original stent. This was treated by implanting a taxus 3.0 x 8 mm stent at 16 atms for 1 minute. Then another 3.0 x 8 mm balloon was inflated to 10 atms in the mid area of the stent. After dilatation and stenting there was no thrombus with timi 3 flow and 0% residual stenosis. The pt tolerated the procedure well with no reported complications. The recommendation was for the pt to be monitored in ICU overnight and to receive reopro for 12 hours. The pt's status is reported to be good.